Event description:
For about three weeks, my tandem mobi insulin pump failed to give me the correct dosage of insulin due to a motor issue with the pump. I experienced regular episodes of hyperglycemia for these three weeks. Tandem told me that the pump monitors the motor function and would alert me if there was an issue but this did not happen. Finally, after 3 weeks I started getting continuous occlusion errors and they decided to replace the pump. This exact same issue happened with my tandem mobi insulin pump in (B)(6) 2025. Tandem also replaced the pump then but has failed to fix the underlying issue. I believe the motor in the pump degrades over time and stops efficiently delivering the full programmed amount of insulin to the pump user, without alerting them to the issue. This can result in weeks of hyperglycemia for no apparent reason. It could result in serious injury or death if the pump user was not actively correcting with additional insulin and had severe hyperglycemia or dka. Pt code: 1905. Device code: 3016. Ref report: mw5180467.